Manufacturer narrative:
The investigation confirmed that a higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Historical qc data could not be evaluated as baseline statistics and the qc fluid manufacturer and type was not provided by the customer. Therefore the performance of the vitros trop I reagent in the lead-up to the events could not be confirmed as acceptable, although the customer specified that qc results were within expectation on the day of the event. Therefore, atypical reagent performance cannot be entirely ruled out as contributing to the higher than expected vitros trop I results. Performance testing of the vitros 5600 integrated system was within ortho guidelines, demonstrating that the instrument was operating as expected at the time of the event. Atypical instrument performance is therefore not a likely contributor to the higher than expected result. Additionally, inappropriate pre-analytical sample handling could also not be entirely ruled out as contributing to the higher than expected trop I result as it could not be established whether the customer was following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a higher than expected troponin I result from a single patient sample processed using a vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient 1: 1.07 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory, however a corrected report was issued. No treatment was initiated, altered or stopped as a consequence of the higher than expected vitros trop I result and there is no allegation of actual patient harm as a result of this event. (B)(4).